Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5057030.

Event description:
It was reported that one of the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.